Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device had been plugged in over 24 hours. It was reported that the battery's led was flashing and fan was cycling. Per the pneumatics page, the battery volts equaled 14.5, but when put into ventilation mode the battery indicates full charge. The customer reported that the battery was replaced, and the issue was resolved. The device was returned to service.